Event description:
It was reported that a newly implanted patient had a backup battery (ebb) fault. The ebb was exchanged as it was not seated securely due to a bent pin in the ebb. The ebb with the bent pin was removed from the controller, and a new ebb was put into the controller. The issue was completely resolved, and there was no damage to the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the returned backup battery. Visual inspection of the returned 11v backup battery revealed that one of the pins was bent. This would prevent the backup battery from properly connecting to the backup battery ribbon cable and therefore, result in the system controller being unable to detect the presence of the backup battery, which would result in the backup battery fault alarm activating. The bent pin was straightened for testing. After straightening the bent pin, the backup battery functioned as intended without any issues. The battery was installed in a test system controller and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted system controller event log file contained approximately 5 hours of relevant data (B)(6) 2023 from 16:04:27 ¿ 21:47:03 per the timestamp). The log file captured intermittent backup battery fault alarms on (B)(6) 2023 from 18:05:20 to 21:47:03 that were associated with fault flags indicating a communication issue, which is consistent with the system controller being unable to properly detect the presence of the backup battery. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported backup battery fault alarms was determined to be due to a bent pin in the backup battery. The root cause for how the pin became bent was unable to be determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11jul2023. Battery inspection data was reviewed for the 11v backup battery revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 11jul2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.